Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. On exterior visual inspection was performed and the usb was found to be disconnected from the pcba. The reported event of initializing screen without manual restart was confirmed. A root cause could not be determined.